Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configuration occurred on both the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker due to high out of range pacing impedances. The minute ventilation (mv) feature was disabled due to noise oversensing on both leads when in unipolar configuration. Technical services (ts) review noted that the ra lead and rv lead trends remain stable and in-range. When the leads were put back into bipolar configuration, high oor impedances were noted, as well as oversensing and pacing inhibition. The patient is pacing dependent and has been hospitalized pending ts recommendations. Ts provided troubleshooting recommendations. This pacemaker, rv lead and ra lead remains in-service at this time, no additional adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configuration occurred on both the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker due to high out of range pacing impedances. The minute ventilation (mv) feature was disabled due to noise oversensing on both leads when in unipolar configuration. Technical services (ts) review noted that the ra lead and rv lead trends remain stable and in-range. When the leads were put back into bipolar configuration, high oor impedances were noted, as well as oversensing and pacing inhibition. The patient is pacing dependent and has been hospitalized pending ts recommendations. Ts provided troubleshooting recommendations. This pacemaker, rv lead and ra lead remains in-service at this time, no additional adverse patient effects were reported.